Manufacturer narrative:
The completed analysis indicated that one opened sample of part number 1884004hr, from lot number 0214863707 was received. This lot was manufactured february 6, 2018 the reported failure was that the inner tip broke off, and visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.25¿ in length, where the break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 4th proximal tooth while moving in a clockwise direction. There were no signs of misuse or mishandling and no evidence of concentricity issues or bending in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The customer complaint was confirmed, and there was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure the tip of a tricut blade broke off in the patient; the surgeon was able to retrieve the fragment after 20 minutes. A new blade was opened and used to complete the procedure without any patient injury.

Manufacturer narrative:
No product analysis available; the device has not been returned for inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure the tip of a tricut blade broke off in the patient; the surgeon was able to retrieve the fragment after 20 minutes. A new blade was opened and used to complete the procedure without any patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.